Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set was blocked during the infusion. The following information was provided by the initial reporter: "this occurrence the fluid would only go down the first segment after drip champer all chambers open."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak/flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set was blocked during the infusion. The following information was provided by the initial reporter: "this occurrence the fluid would only go down the first segment after drip champer all chambers open."